Event description:
A customer reported that there was a system message and the system locked during the procedure. The procedure was cancelled although the pt had already received retrobulbar anesthesia. There was not harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be field as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).